Event description:
It was reported that this right atrial (ra) lead potentially exhibited noisy signals while technical services (ts) was reviewing another issue for the health care professional (hcp). Ts suggested reprogramming. The hcp was not concerned about the ra artifact. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead exhibited undersensing. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was retained by the hospital.